Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery (bd) to graphic user interface (gui) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event.